Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 wnv 480t ivd on the cobas 8800 instrument. The allegation involves a pooled sample that generated a reactive result for west nile virus (wnv). Subsequent individual donor testing (idt) of all samples within the pool generated non-reactive results. The non-reactive results were reported. The customer does not know if the blood was used. The samples in the alleged pool were collected between (B)(6) 2021 and (B)(6) 2021, with testing performed on (B)(6) 2021.

Manufacturer narrative:
The analysis was performed on a cobas 8800 analyzer (serial number: (B)(6)). The investigation did not identify a product issue related to the customer complaint. Run logs and amplification curves were not provided, which limited the investigation. A review of the available information suggested the possibility of a false reactive result in the pooled run due to non-specific amplification. Additionally, the presence of a low titer sample near the limit of detection (lod) for the test could not be ruled out. Near the lod, sample results may vary upon retesting. A definitive root cause for the reported event could not be determined based on the available information.